Event description:
It was reported that the left ventricular lead exhibited noise which had been noted since implant. The noise could not be reproduced with pocket manipulation or isometrics. Capture, sensing and lead impedcance were all within normal limits and the patient was asymptomatic. The noise issue was resolved by changing the ventricular polarity to the bipolar configuration. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.